Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the through the 90% stenosed, mildly tortuous, and mildly calcified anatomy causing the failure to advance and likely caucusing peeling to the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified concentric de novo lesion in the right coronary artery. A 014 ht versaturn guide wire was advanced; however, resistance with the anatomy was felt. As the physician worried about the possibility of the hydrophilic coating peeling, the guide wire was removed. The procedure was successfully completed with another unspecified guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.